Manufacturer narrative:
Product event summary: the 12fcc20 sheath with lot number 0012614306 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft and handle. No anomaly was identified during the external visual inspection. All the shaft and handle were intact with no apparent issue. The steering mechanism and deflection test were performed. No anomaly was discovered. The performance test with sentinel blackbelt leak tester was performed. The pressure test and blockage test showed a severe leak. Pressure testing and inspection was performed on the sub-components of the handle and shaft segments. During inspection and pressure testing of the handle segment, a leak path was identified at the sideport to valve housing. In conclusion, the reported air ingress was confirmed through analysis. The sheath failed the returned product inspection due to the detached sideport tube from the valve housing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, valve failure was suggested by the formation of numerous bubbles during aspiration after the dilator was withdrawn, even before the dilator was completely removed. The procedure involved raising the sheath with the dilator following a transseptal incision. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.